Event description:
Related manufacturer reference number 3006705815-2023-05445. No surgical intervention took place regarding the lead, as such, it was determined that the lead is no longer reportable, despite still having high impedances.

Manufacturer narrative:
No surgical intervention took place regarding the lead, as such, it was determined that the lead is no longer reportable, despite still having high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000068567.

Event description:
It was reported one of the patient's leads has high impedances. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had high impedances.